Event description:
It was reported by a patient that the pixel stent was implanted in an unspecified vessel in (B)(6) 2002. On approximately (B)(6) 2012, the patient underwent emergency open heart surgery. At that time the stent was found to be "completely collapsed." There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event as the surgery was reported to have occurred three weeks prior to (B)(6) 2012. Estimated implant date as the month and year of implant were provided, (B)(6) 2012; however, the exact date in (B)(6) is unknown. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.